Event description:
A reporter called to report that minimed medtronic send her an email to notify her that her 630g system has been recalled. She said the clear retainer ring pump breaks, and when that happens the pump does not work properly.